Manufacturer narrative:
H2 correction: h6 - health effect - impact code 4614 removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. A definitive cause for the reported heart failure/congestive heart failure resulting in swelling/edema, pleural effusion and dyspnea cannot be determined. The reported unrelated death was reported to be due to the stroke and both the stroke and death were deemed as unrelated to the device. Edema, heart failure, dyspnea and death are known possible complications associated with triclip procedures. Hospitalization and unexpected medical intervention were a result of case-specific circumstances. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2024, the patient was unable to lay flat due to abdominal swelling and swelling in her legs, worsening heart failure was diagnosed. That night the patient had difficulty breathing and was transported back to the hospital ER. Stable pleural effusions were noted. The patient as admitted to the hospital and hemodialysis was provided as treatment. Per physician, the hypervolemia event above was possibly device related. Osteomyelitis was also diagnosed. There was no report or indication the osteomyelitis was device related. On (B)(6) 2024, while hospitalized, the patient had seizure like activity and weakness of her right arm. Additional imaging was performed, and a stroke was diagnosed. The patient was intubated and sent to intensive care and then a long-term acute care center with decreased responsiveness. The patient had become lethargic, and an occipital lobe hematoma was observed once placed back in hospital care. On (B)(6) 2024, the patient expired due to the stroke. Per physician, the stroke and subsequent death were unrelated to the mitraclip device.

Event description:
This report is being filed due to a single leaflet device attachment (slda) and recurrent regurgitation. (B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 5. The patient was previously in the medical arm of the trial and crossed over to the triclip treatment arm. Reportedly, there was challenging anatomy prior to grasping. The exact anatomy was not specified. Two xtw triclips were successfully delivered and deployed, reducing the tr to grade 4. On (B)(6) 2023, the discharge echocardiogram was performed with potential clip mobility noted with one triclip. On the 30-day follow-up echocardiogram, the clip mobility was confirmed. A single leaflet device attachment (slda) was diagnosed. No treatment was provided. On (B)(6) 2024, during evaluation for another procedure, a dilated annulus was observed along with torrential tr and both triclips with slda¿s. One triclip remains attached to the posterior leaflet and the other remains attached to the septal leaflet. No treatment was provided.

Manufacturer narrative:
The additional triclip device mentioned in b5 and d10 is being filed under a separate medwatch report. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on information provided the reported slda appears to be related to challenging patient anatomy. Tricuspid regurgitation appears to be due to slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.